Event description:
It was reported to medtronic minimed that the customer experienced crack on the back of the battery compartment. The customer reported no adverse events. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1885 was returned and customer returned the product for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with flashing medtronic logo. Unable to verify software version due to flashing medtronic logo. Pump was cut open to perform visual inspection and found no physical or moisture damage on pcba 1, pcba 2, force sensor and motor assembly. Sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: missing display window cover, pillowing keypad overlay, stained keypad overlay, end cap address label fading, serial number label stained, cracked case behind the pump at the battery compartment and cracked battery tube threads. Flashing medtronic logo was observed during analysis and was isolated to the electronic assembly. Cosmetic damage was confirmed at the case behind the pump at the battery compartment and battery tube threads. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.